Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During procedure, the clip would not deploy from the guidewire initially. Eventually, after troubleshooting the clip, it did release itself, but then it was difficult to remove from the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.